Manufacturer narrative:
The additional adverse patient effects referenced will be filed under a separate medwatch report #. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death is listed in the absolute pro instructions for use as a known potential patient effects associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Article title: comparison of patency between two different peripheral self-expandable stents, absolute pro® versus complete se® in femoropopliteal occlusive disease na - [(B)(4)].

Event description:
It was reported through a research article identifying absolute pro may be related to the following: patient death, restenosis, amputation, surgical intervention, revascularization, rehospitalization. This article summarizes clinical outcomes of 88 patients that were treated with absolute pro stents. Specific patient information is documented as unknown. Details are listed in the article, titled "comparison of patency between two different peripheral self-expandable stents, absolute pro® versus complete se® in femoropopliteal occlusive disease."